Event description:
Per the clinic, the patient experienced no benefit and no auditory perception since activation with the device. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.